Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of blurred vision, observed in the patient's left eye six months post lasik. Upon follow up, the reporter indicated no intervention was planned at this time. There are two medical device reports associated with this event. This report references the left eye.

Manufacturer narrative:
Additional information: logfiles review shows that all treatments were completed to 100 % and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).